Manufacturer narrative:
Section d4: corrected information. Manufacturer's investigation conclusion: the reported event of red heart alarm or alarm requiring a controller exchange was not confirmed. A review of the log files spanned approximately 1 day (B)(6) 2020, to (B)(6) 2020 per time stamp. The driveline was disconnected from the controller on (B)(6) 2020, at 8:49 to perform the reported exchange. Prior to the driveline being disconnected and throughout the log file, there were no notable alarms active that would have required a controller exchange. The returned hmiii system controller, serial (B)(6), was functionally tested and supported pump function for an extended period of time. The root cause of the reported event was not determined through this analysis no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient performed an emergency controller exchange after getting a red heart alarm and the controller turning off. Patient is on backup controller. The log file analysis captured a power cable disconnect on (B)(6) at 8:49 of the black power lead then 10 seconds later the white lead was disconnected causing a no external power event. This enabled the backup battery in the controller but looks as though the emergency backup battery did not have enough charge to run the pump for an extended time. There were a total of 32 uses of the backup battery noted in the log. After further investigation, it was noted that this was not due to insufficient charge to the backup battery. No red heart alarms prior to the no external power from the batteries being disconnected. Pump stop occurred when the driveline disconnected. Batteries were eventually reconnected but driveline disconnected alarm was still active. Batteries again disconnected and the controller was eventually shutdown via the shutdown sequence.